Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after ablation was started on the left ventricular free wall, pericardial effusion was noticed near the right ventricular free wall, adjacent to ultrasound (acunav) catheter. There were no visible signs on the patient. The system did not generate any error messages. Transseptal puncture was not performed. The smart touch catheter was not in close proximity to another catheter. The catheter thermocouple was zeroed after the initial warm-up phase post catheter connection to the carto3 patient interface unit. There was no evidence of steam pop. Cardiac tamponade was confirmed by intracardiac echo (ice) and pericardiocentesis was performed to remove 150 cc of fluid from the pericardial space. The patient was monitored overnight and has since, fully recovered. There¿s no indication that extended hospitalization was required. Physician¿s opinion is that the event was not related to biosense webster inc. Product. Physician indicated that the effusion arose from use of stryker-reprocessed acunav catheter. No bwi product malfunctions were reported.